Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be duplicated. The batteries used when the event occurred where not available. Review of the software noted a "replace battery" message was present from the previous day. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.